Event description:
Signal issue on telemetry box. This is a continuous problem but not on the same telemetry box. We have been having no signal or leads off messages on most boxes even though when nurses/na (nurse assistants) check the leads; they are still on the patient.